Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed foreign material in the air/water-cylinder and tube could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Chapter 5, reprocessing the endoscope, of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the air/water cylinder had foreign objects and air/water tube had foreign objects. There were no reports of patient involvement.